Manufacturer narrative:
No samples were received for investigation of pr 11352951, in which the customer has stated: "needleless airtight infusion connector infusion connector disconnected." The product in use at the time is reported to be a 2000e china from lot 24015031. Further information from the customer has stated that the equipment department routinely reports adverse events, which are caused by the infusion set being over-tightened. And this is the department's previously unused stock. At present, the hospital's products have been marked down, and a domestic brand of 9 yuan is used. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24015031 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china products in the past 12 months.

Event description:
It was reported that bd alaris smartsite needle-free valve was disconnectingthe following information was received by the initial reporter with the following verbatim the following information was received by the initial reporter with the following verbatim on (B)(6) 2024, in the intensive care ICU, before giving the patient an infusion, issued a needleless airtight infusion connector infusion connector disconnected, after replacing the new needleless airtight infusion connector, the patient can be treated normally.